Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem may could be traced to optical fiber failure. We are unaware of patient involvment. We are waiting for more information.